Event description:
The caller reported difficulty in pressing the pump's quick bolus/wake button, which required multiple presses to activate the pump screen. This issue led to the customer's blood glucose level displaying as "high" due to being above 500 mg/dl, but the specific value was unknown. The customer addressed the high blood glucose by taking a correction injection. The customer continued to use the pump for insulin therapy.